Event description:
See MDR# 3006425876-2012-00071 for the first insertion attempt with this same patient. During the second insertion into the patient's subclavian at the same spot, the 3mm needle broke. As a result, another 3mm needle was used successfully. There was a delay in treatment with no patient harm and no patient death or complications were reported. The patient recovered in the ICU.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.